Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and fallopian tube perforation ("perforated one fallopian tube") in a female patient who had essure (batch no. 626976) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6)2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device ("the essure device had perforated one fallopian tube and the other one was completely plugged"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)/ high tolerance of pain any time during intercoarse"), vaginal discharge ("vaginal discharge") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (surgical removal of coil and to remove the essure implant). Essure was removed on (B)(6)2008. At the time of the report, the pelvic pain, fallopian tube perforation, embedded device, dysmenorrhoea and abdominal pain lower outcome was unknown and the dyspareunia and vaginal discharge was resolving. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, pelvic pain and vaginal discharge to be related to essure. The reporter commented: tubal ligation left tubal sterilization after failed essure implant on left side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2008: unilateral occlusion (right tube occluded) and perforation (fallopian tube) normal contour of the well distended uterine cavity. Right essure device is normally positioned with the inner coil just within the uterus cornua. No specifications of the right fallopian tube are present. The left fallopian tube is entirely opacified. With extravasation of contrast material into the peritoneal cavity. The essure device on the left side does not reside within the left fallopian tube at any point. The contour of the left fallopian tube however is unremarkable. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality safety evaluation of product technical complaints. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), fallopian tube perforation ('perforated one fallopian tube') and device dislocation ('migration of essure device location of device: probably in peritoneal cavity') in an adult female patient who had essure (batch no. 626976) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6)2008, the patient had essure inserted. In october 2008, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device ("the essure device had perforated one fallopian tube and the other one was completely plugged"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)/ high tolerance of pain any time during intercoarse"), vaginal discharge ("vaginal discharge") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (surgical removal of coil and to remove the essure implant). Essure was removed on (B)(6)2008. At the time of the report, the pelvic pain, fallopian tube perforation, device dislocation, embedded device, dysmenorrhoea and abdominal pain lower outcome was unknown and the dyspareunia and vaginal discharge was resolving. The reporter considered abdominal pain lower, device dislocation, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, pelvic pain and vaginal discharge to be related to essure. The reporter commented: tubal ligation left tubal sterilization after failed essure implant on left side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2008: unilateral occlusion (right tube occluded) and perforation (fallopian tube) normal contour of the well distended uterine cavity. Right essure device is normally positioned with the inner coil just within the uterus cornua. No specifications of the right fallopian tube are present. The left fallopian tube is entirely opacified. With extravasation of contrast material into the peritoneal cavity. The essure device on the left side does not reside within the left fallopian tube at any point. The contour of the left fallopian tube however is unremarkable. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2019: pfs received. Event migration of essure device location of device: probably in peritoneal cavity added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2008. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.